Event description:
Patient was implanted with a 10 hole lateral distal humerus plate and screws on (B)(6) 2012. Patient was returned to the operating room on (B)(6) 2013 for an open reduction internal fixation of the left distal humerus due to a non-union. The surgeon explanted two (2) 2.7 mm va locking screws in the middle of the plate. The surgeon revised the patient with two (2) longer lengths locking screws for better screw purchase into the bone. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.